Event description:
It was reported to medtronic minimed that the customer experienced pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will not continue to use the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to perform selftest due to no button response. Pump was cut open to perform visual inspection and found flattened button dome keypad (middle button). Unit also received moisture damage at the electronic assembly and motor assembly. Unable to download due to no button response. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay. Keypad unresponsive was confirmed during analysis and was due to flattened dome keypad. Exposed to moisture confirmed. Unable to confirm pump error 37 due to no button response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.